Event description:
Procedure: urological. According to the reporter, 10 days following a posterior pelvic organ prolapse procedure, the patient developed a pelvic infection and was diagnosed with sepsis. The patient was hospitalized.